Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Currently, the proximal aortic neck is 23 mm in diameter at the level of the renal arteries, and 20.5 and 20 mm in diameter at 2.5 mm intervals below the renal arteries before the aaa begins. It was reported that on an unknown date approximately 8.5 years post index, the bifurcate was seen to have migrated 7 cm distally, resulting in a type ia endoleak. The physician believes the migration is due to disease progression. It was reported that the patient underwent a secondary procedure. The stent grafts were explanted and an open repair was performed. The procedure went fine, but the patient had a cardiac event three days after the secondary procedure and expired. The physician states the patient death was procedure related.

Manufacturer narrative:
(B)(4).